Manufacturer narrative:
(B)(4). This complaint for a system error 2267 (fluid or air in the set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2267 while using the homechoice (hc) during dwell 1 of 3. Gts explained that the error indicated air had entered into the disposable set, and had the patient cycle power. Gts then advised the patient to start over with new supplies or finish with manual supplies. No injury or medical intervention was reported.